Event description:
It was reported that post-paced t-wave oversensing (pptwos) and pseudofusion was observed on the device. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.